Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: april 14th, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification showed that the complaint lens was received cut (three pieces were received). The lens pieces were cleaned, revealing one lens piece to be damaged at the haptic optic junction, and a haptic was detached on another lens piece; the remainder of the detached haptic was not received. The haptic thickness and width was measured on the received haptic and both were found to be in specification. The complaint issues "instability of device after implantation" was not identified during product evaluation. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (device dislocation) an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was detached after implantation. The surgery was completed without removing the lens. At a later date, it was confirmed that the iol was displaced. Therefore, the lens was explanted in a secondary procedure. No further information was provided.

Manufacturer narrative:
Additional information: the following fields have been updated accordingly per new information received: section b5 - describe event or problem: the patient's incision was enlarged and sutured during lens explantation. The patient presents a good visual acuity and is satisfied. Section h6 - health effect - impact code: 4625 for incision enlarged and sutures. Section h6 - health effect - clinical code: 4581 no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.